Event description:
The device was replaced due to the advisory. It was returned to the manufacturer, analyzed, and subsequently, tested out of specification. No patient complications have been reported.

Event description:
(B) (4)

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary: preliminary analysis revealed no output and no telemetry. Further testing revealed that the no output, and no telemetry conditions were the result of lifted hybrid bond wires.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary: evaluation summary: (B) (4) preliminary analysis revealed no output and no telemetr. Further testing revealed that the no output and no telemetry conditions were the result of lifted hybrid bond wires. Additional information was received indicating the device was functioning at explant. As a result, the event file was reviewed a second time. This review revealed documentation confirming the assertion that the device was functioning at the time of explant; therefore, the analysis findings and conclusion have been updated to reflect this.